Event description:
On (B)(6) 2021 it was reported by a facility representative via sems that an ar-9236-02pp glenoid trial the little knob that sticks up on the trial snapped. This was discovered during a case, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a facility representative via sems that an ar-9236-02pp glenoid trial the little knob that sticks up on the trial snapped. This was discovered during a case, with no patient effect reported.